Event description:
The pacemaker dependent patient presented for a routine follow-up. Several stored ecgms showed what appeared to be noise on the lead and ventricular oversensing in the bipolar configuration. During follow-up in 2008, capture and lead impedance were fine. The r-waves measured 2.1 - 2.2 mv which was a bit low. The bipolar sensitivity was programmed to 2.0 mv. Isometrics and tapping on the device showed no noise. The patient would be monitored closely.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.